Manufacturer narrative:
Device analysis conclusion: the oad and engaged guidewire were returned to csi for analysis. Visual examination confirmed the driveshaft fracture at the proximal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape; however, the exact root cause of the fracture remains undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was inserted via femoral access for treatment of a heavily calcified lesion at the bifurcation of the left circumflex artery (lcx) and left anterior descending artery (lad). Imaging of the proximal lcx showed large, nodular calcium and 60-70% stenosis at the mid and distal lcx. The first treatment was performed in the proximal lcx from proximal to distal at 80krpm. The crown fractured during the second treatment pass, which was performed distal-to-proximal. A new guidewire and guide extension catheter were introduced into the artery to retrieve the fragment. The whole system was then completely removed from the patient, and the procedure was continued (see MDR 3004742232-2021-00236).